Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
Implant date: 2012. Pt demographics: ID (B)(6), male, ethnicity: white, former smoker (>1 month), hypertension. Failed conservative treatment. Previous surgery l2-l5, previous cervical surgery. Concommitant medications include ace or arb inhibitors, hypertension medications. It was reported that the patient presented with radiculopathy and extremity pain. The patient was diagnosed with degenerative disc disease l2-l5, back pain l2 distribution, stenosis l2-3, and spondylosis l2-5. Pre-op odi 44. The patient underwent an open posterior surgery consisting of fusion l3-l5 with laminotomy facetectomy l2-l5. Autologous local bone, rhbmp-2/acs, posterior instrumentation, and bone marrow aspirate were used. Local antibiotics were applied and x-ray verification of levels was done. The patient was discharged home. The patient required a "serima" drainage procedure post-op, and percutaneous drain. Patient additionally developed hypertension post-op.

Event description:
The patient underwent posterior laminectomy at l2-l3. The patient presented for a 30 day follow-up and his nrs was 2 and odi was 30. The patient presented for a 6 month follow-up and his nrs back was 2 and odi was 29. The patient presented for a 1 year follow-up and his nrs was 1 and odi was 36. The patient presented for a 2 year follow-up and his nrs was 3, nrs extremity was 1 and odi was 17.77777778.